Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed for no delivery. The customer's blood glucose level at the time was 293mg/dl. The customer's levels had been as high as 334mg/dl. The customer treated with manual injections. Troubleshoot was conducted. Air bubbles were noted in the reservoir. The customer was advised the reservoir would be replaced.